Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported the patient has skin reactions with every pod since the patient began using the omnipod 5 system on (B)(6) 2025. The skin is inflamed, red, swollen and itchy after removing the pod. Patient uses spray to take the old pods off and skin glee to clean skin and remove the glue residue. Before applying the pod, patient uses cavilon spray and skin prep wipes as a barrier and has also tried using under patches. Patient's lg contacted the doctor who diagnosed it as a topical reaction to the pod adhesive. Lg spoke to the diabetes nurse the first time over the phone in (B)(6) 2025 and was prescribed topical ointments and sent an email with a list of other products for the patient to try. The lg called the diabetes nurse for the second time in (B)(6) 2025 and was referred to the facebook group (nothing was prescribed). This pod was worn on the patient's hip/buttocks for 72 hours or longer. A new pod was successfully applied.